Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced vt (ventricular tachycardia) episodes that were preceded by the running of a lv (left v entricular) capture management check. Capture management was programmed off and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).